Manufacturer narrative:
H10: h3, h6: the reported device was received for evaluation. A visual inspection revealed the t1 is off the needle but still attached to the suture. The t2 is at the end of the channel in the needle. The knot has not been tightened. The variable depth straw has been trimmed. A functional evaluation was performed on the returned device and found the t2 deployed and implanted as intended. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Factors that can contribute to the reported event include an unintended second actuation of the device or inadvertently bending of the needle/overmold assembly. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that during a meniscus repair surgery, the t1 and t2 implants were deployed simultaneously. All t implants were removed from the patient. The procedure was successfully completed with non significant surgical delay using a back up device. No further complications were reported.